Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-00708 & 03309).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right side on (B)(6) 2007 due to poly wear.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 1980. It was further reported patient underwent a revision procedure on (B)(6) 1988 for unknown reasons. Subsequently, a revision procedure was performed on the right side on (B)(6) 2007 due to poly wear.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.